Event description:
It was reported that a motor stall was confirmed, it was noted in the event logs with no motor stall recovery recorded. It was noted the patient¿s eri (elective replacement indicator) was in the next two weeks. The logs showed a motor stall on (B)(6) 2013 with a recovery on (B)(6) 2013. There were no mris or emi (electromagnetic interference) that could be found as the cause. The pump also stalled (B)(6) 2013 through (B)(6) 2013. The pump was currently stalled but the patient was seen at a refill on the report date and the pump reportedly ¿restarted¿. The reporter confirmed the alarm was still going off. The reporter planned to discuss further with the health care provider (hcp). The device system was used to deliver dilaudid and bupivacaine. It was later reported that as of (B)(6) 2013 the patient was ¿trying to get cleared from the infectious disease doctor¿ for a pump replacement. It was noted ¿the infection has nothing to do with our products. It was due to another procedure¿. The plan was to replace the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).